Event description:
It was reported via repair work order that the bed was drifting due to malfunction base lift motors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.